Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon clean- up of sensor insertion area, the patient stated they found the sensor wire on the floor. Patient removed the sensor pod and there was no portion of the sensor wire on the sensor pod. The sensor wire was inserted at the abdomen. No additional event or patient information is available.